Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 7ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subjected to leak testing and leaked at the check valve. Upon deconstruction of the valve, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the valve. A nonconformance was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
The user facility reported that during a radial procedure, the tech went to apply the tr band. They went to inflate the balloon on the tr band, and it was quickly realized that the balloon had lost inflation. They quickly grabbed a different tr band and applied it successfully. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 25jun2025: 18 ml's of air was injected into the tr band when it was applied. Immediately after inflation the tr band started to deflate. There was no noticeable damage to the device except a hole in the balloon. The patient was stable. Air was leaking from the bottom balloon.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.